Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the anterior end of the sheath allegedly had been damaged. There was no patient contact.

Event description:
It was reported that during a port placement procedure in the right chest wall via right internal jugular vein, the anterior end of the sheath allegedly had been damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 6.5fr peel-apart sheath and vessel dilator along with other kit components were returned for evaluation. Along with returned sample, two photos were provided for review. The vessel dilator was loaded into the 6.5fr peel-apart sheath. The distal tip of the vessel dilator was noted to be deformed and the edges were jagged. The distal end of the peel-apart sheath was noted to be deformed and the edges were noted to be jagged. The attempts to remove and load back the vessel dilator to the peel-apart sheath were performed and were successful. Both devices were noted to be bent. Therefore, the investigation is confirmed for the identified deformation due to compressive stress issue. However, the investigation is unconfirmed for the reported material integrity as the more specific deformation due to compressive stress was identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h4, h6 (device, component, method). H11: b5, h6 (patient, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.